Event description:
The surgery center reported that a laser vision correction patient developed a trace of microstriae on the right eye (os) in visual axis at one day post op exam. The flap striae resulted in a flap and rinse to be performed. The patient comments was doing great.

Manufacturer narrative:
Initial report incorrectly stated that it was the right eye when in fact it was left eye. Also mentioned flap and rinse when it should have been a flap lift and rinse. Initial reporter address was missing the suite number (B)(6). Placeholder.

Manufacturer narrative:
Follow up #2 was not completed. Should have been (B)(4) 2015. Placeholder.

Event description:
The surgery center reported that a laser vision correction patient developed a trace of microstriae on the left eye (os) in visual axis at one day post op exam. The flap striae resulted in a flap rinse and rinse to be performed. The patient comments was doing great.

Manufacturer narrative:
(B)(4): the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.